Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of vertebra fracture. It was reported that the cement leak out into screw head instead of coming out at fenestrated screw holes. It happened in two screws. The cement was leaked at the posterior part of the vertebra and the surgeons was able to remove it during surgery. The procedure ended without any injury to the patient. There was delay of 30min in overall procedure time. There were no patient symptoms/complications associated with the event. There is no additional surgery planned. Type of procedure is plif with voyager with lordorsis correction and ligamanetotaxis.